Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported that on (B)(6), 2014 at approximately 2:00 pm she began to feel "weak, nauseated and had a dry mouth", but when she attempted to perform a test using her adc blood glucose meter it would not turn on when the button was pressed or with test strip insertion. Customer self-presented to a local healthcare facility, where she was diagnosed with dka (diabetic ketoacidosis) and treated with insulin via intravenous infusion. It was also reported the customer was treated with glucagon; attempts to clarify this treatment discrepancy where unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.